Manufacturer narrative:
The device was received with the cannula assembly fully deployed. The cannula measured the correct full length according to specification and did not appear damaged. A root cause for the reported dislodged cannula could not be determined.the product was returned with a different lot number than was reported and noted on the initial MDR. Correction to d(4): lot number changed from l44567 to l44867. Expiration date changed from 8/12/2020 to 11/29/2020. Unique identifier (UDI) # changed from (B)(4). Correction to h(4): device mfg date changed from 2/12/2019 to 5/29/2019.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ent450. 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the cannula was dislodged. The patient's blood glucose (bg) rose to 500 mg/dl and the pod was removed in order to treat the high bg. The pod was worn on the patient's abdomen for between 4 and 24 hours.